Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) unit would not inflate. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Type of investigation not yet determined/4118: acquiring additional information on the status of the unit. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,e1(site country),e2,e3,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions), h10 additional fields; e1(event site state: (B)(6) , event site postal code: (B)(6)) it was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit would not inflate. The repair of the unit was performed by a distributor, and in order to solve the issue, the fill manifold ((B)(6)) was replaced. The unit was returned to the customer and cleared for clinical use.